Event description:
A report was received that the patient will undergo a battery revision for an unknown reason.

Event description:
A report was received that the patient will undergo a battery revision for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient only underwent a lead revision procedure due to inadequate coverage wherein a lead was added. The patient was doing well post-operatively.